Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32891, 1627487-2020-32892, 1627487-2020-32893. It was reported the patient was diagnosed with an infection at the lead site at an unknown date. In turn, the patient was hospitalized. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue. Date of explant is unknown.